Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to adhesive peeling around bending tube, connection between bending section and distal end was detached, due to wear of angle wire, bending angle in up direction did not meet the standard value, distal end was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no image on the evis exera ii ultrasonic bronchofibervideoscope. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation,the report of no image was unable to be reproduced. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: caution: do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.